Manufacturer narrative:
H3: product analysis of product: 75447540, lot: h6018273. Visual examination confirmed the legacy screw was returned with the bone screw shank separated from the pedicle head. Microscopic examination revealed the multi axial ring has been damaged also due to the bone screw shank pulling loose. The separation appears to be from overload as the root cause due to the shift anteriorly which put more strain on the lower lumbar screws. The internal testing shows a load of 3100n -5400n (tr12-249) depending on lmc/mmc to separate the head assembly from the shank. Radiographic image review indicated, antero posterior x-ray, l3-s1 fusion tulip and shaft separated on one side at s1. Lateral x-ray l3-s1 construct. Magnified view, a green circle shows the screw fracture at s1. Explanted hardware photo shows screw and tulip separated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having spinal fusion therapy for spondylolisthesis and lumbar stenosis at 2 levels l3l4 and l4l5. It was reported that the implant broke after implantation, and another surgery was required to remove the damaged screw. The patient reported hearing something breaking in their back just before discharge. An x-ray revealed that a screw had popped out, with the shaft and head separated, and a fragment of the implant remained in the patient until removal. The patient was alive with injury. Additional information was received from the manufacturer representative that the revision surgery had happened on (B)(6) 2025, prolongation of hospitalization happened due to the revision surgery to extract the damaged screw. All damaged fragments inside the patient has been removed. The actual date of initial surgery was on (B)(6) 2025 and date of removal was on (B)(6) 2025.